Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of device unable to go into reverse was not confirmed or duplicated. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the trigger was jammed. It was determined that the wire insulation on the electronic control unit was cracked and triggers would jam when pushed. The assignable root cause was determined to be normal wear from use. If information is obtained that was not available a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the small battery drive device would not go into reverse. There were no delays in the surgical procedure as an identical spare device was available for use to complete the surgery successfully. There was patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. The reporter stated that the event occurred two weeks ago in july 2015; however, the exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.